Event description:
It was reported through the patient outcome that the patient passed away. The cause was unknown. It was unknown if the outcome was device related. It was unknown if the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. It was reported that the pump will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.